Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. There was no delay in the start of precleaning. The device was rinsed. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: leak at channel tube, air/water cylinder with foreign material; plug unit corroded; cable unit corroded; scope connector case unit with watermarks; micro-connector corroded; connecting board corroded; no image is displayed and noise occurs; air/water tube worth foreign material; plastic distal end cover shaved; grip is shaved; forceps channel port has a scratch; suction cylinder has no color; switch1 is deformed; switch box has a scratch; scope connector cover has a scratch; plug unit has corrosion due to water leakage; cable unit has corrosion due to water leakage; scope connector case unit has corrosion due to water leakage; micro connector unit in suction connector has corrosion due to water leakage; circuit board unit in suction connector has corrosion due to water leakage; due to damage on plug unit, a noise image occurs; due to damage on channel tube, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; plastic distal end cover has a burn; and bending tube is deformed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, device with missing image. The issue occurred during during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign material on the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.